Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with a stage 2+ of diffuse lamellar keratitis (dlk) at 2 day post-operative exam on the right eye (od). The patient experienced loss of best corrected visual acuity on both eyes. The patient¿s chief complaint was that the eye was matted shut in the morning and that yesterday it was very rough. Oral steroids (medrol pack) and topical steroids increased were used to treat the dlk symptoms. Best corrected visual acuity (bcva) from (B)(6) 2016: right eye pre-op 20/20 -8.75 x -1.50 x 35; left eye pre-op 20/20 -8.25 x -2.25 x 150. Bcva from (B)(6) 2017: right eye pre-op 20/25; left eye pre-op 20/25.